Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm right after bolus. Customer's blood glucose at time of incident was 123 mg/dl. The customer stated the 5 unit of fixed prime passed without an occlusion. Customer was unable to change the infusion set at time of call. Customer was advised to change entire infusion set as soon as possible.